Event description:
Prior to use on a patient, the pulsavac in the ring stand started going off by itself. The handpiece and battery pack both got really hot. There was no smoke and it was removed from the field. Ref #: 00-5150-482-00, lot #: 78673223, exp:07/23/2027.